Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. It was found that the customer was sitting when inserting the infusion set. Also the customer fills the reservoir with cold insulin. Advised customer to call their doctor about back up plan. Few days later, the customer called back to perform the high-pressure test and passed.